Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was an air leak from the exhalation valve. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the devices keypad was replaced due to the peeling of keypad surface. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator was an air leak from the exhalation valve. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the devices keypad was replaced due to the peeling of keypad surface. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.